Manufacturer narrative:
Additional information: h3 - device evaluation: the lens was returned dry in a microcentrifuge vial with residue/debris on the lens. Visual inspection found the haptic bent and residue on the lens. Dimensional inspection found the lens to be within specifications. Claim# (B)(4).

Manufacturer narrative:
Corrected data: d4: model number should be corrected to vticmo 12.1. Claim# (B)(4).

Manufacturer narrative:
H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1mm vticmo12.1; -11.0/2.5/89 (sphere/cylinder/axis) implantable collamer lens into the patient's left eye (os) on (B)(6) 2023. The patient experienced lens rotation not associated to low vaulting. On (B)(6) 2023 the lens was repositioned, but this did not resolve the problem. On (B)(6) 2023 the lens was exchanged with a longer length lens and this resolved the problem. The cause of the event was reported as unknown.